Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were made to the user facility for additional information without a reply. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an error code b30 (scope communication) message while using the video system center. The customer stated that she had already performed all the troubleshooting. In speaking with olympus technical assistance support (tac) via phone, the customer wanted the olympus sales representative to come out to repair the machine. The tac technician explained that the sales representative could not repair equipment and that an olympus field server engineer would be needed. The customer was going to have their biomed call back to troubleshoot with tac. There was no patient harm associated with the event.